Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced 4 trays that were showing copper on the tray header. Also replaced the old row board cable, the old inseparable cable, and the flat flex cable to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the malfunction occurred when user trying to issue the medication to patient, causing a delay in dispensing the medication for the patient. There were no adverse events or injuries reported based on this incident.